Event description:
It was reported that the patient was experiencing inadequate stimulation and pain at the pocket site. The patient underwent a procedure wherein the ipg and leads were explanted. The patient was doing well postoperatively. The explanted device components will not be returned per facility policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4).